Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, analysis is still in progress. A follow-up MDR will be submitted when the instrument has been evaluated and/ or if additional information is received.